Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03414. It was reported that rotawire detachment occurred. The target lesion was located in the coronary artery. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During a left heart catheterization with atherectomy and percutaneous coronary intervention (pci), a 1.75mm rotalink¿ plus was used; however, it was noted that the device had small pinholes in the tubing for the connection of the rotaglide mixture. Furthermore, whenever the physician puts another pressure on the 1.75mm rotalink¿ plus, it was leaking from the pinholes. Consequently, the physician decided to use a 1.50mm rotalink¿ plus. During platforming, it was noted that the rotaburr burned and cut the rotawire in half. The procedure was completed with another of the same 1.50mm rotalink¿ plus. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. The annulus of the burr was flared, damaged, and not rounded. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use leading to the damaged annulus and the reported fracture of the rotawire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03414. It was reported that rotawire detachment occurred. The target lesion was located in the coronary artery. A 1.50mm rotalink plus and a rotawire were selected for use. During a left heart catheterization with atherectomy and percutaneous coronary intervention (pci), a 1.75mm rotalink plus was used; however, it was noted that the device had small pinholes in the tubing for the connection of the rotaglide mixture. Furthermore, whenever the physician puts another pressure on the 1.75mm rotalink plus, it was leaking from the pinholes. Consequently, the physician decided to use a 1.50mm rotalink plus. During platforming, it was noted that the rotaburr burned and cut the rotawire in half. The procedure was completed with another of the same 1.50mm rotalink plus. No patient complications were reported and patient's status was fine.